Event description:
It was reported when the device was used during a low anterior resection, the staples did not fire. Completion of the case unk. The operating room time was extended an additional 1 hr and 30 mins. There was no other consequence to the pt.